Event description:
During implantation of primary uni, poly insert failed to seat in the tibial tray, and while impacting, tibia fractured. Uni components removed, switched procedure to a total knee with mbt revision tray with stem (left side). These problems resulted in the surgery being extended by one (1) hour.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.